Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump started to ¿work its way¿ through the skin. The pump was explanted. The patient was hospitalized for a couple of days until a new pump was implanted. In the meantime the patient was given intravenous (IV) periactin and valium.